Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06607. It was reported that a patient presented for removal of the right ventricular and atrial leads. The patient had presented in the hospital with positive blood cultures, pericarditis, and vegetation on mitral valve. Physician does not relate the infection with implant procedure as he feels it is too early from the time of implant. Physician suspects the patient had bacteremia prior to device implant.